Event description:
It was reported that arthroplasty was revised due to infection. The components were implanted for 1 year. The insert, condyle, and tray were revised.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 3yx5; triathlon femoral distal augment 10mm - size 4 right; cat# 5541-a-402; lot# xort; tri ts femur sz4 left; cat# 5512-f-401; lot# gkke; triathlon femoral distal augment 10mm - size 4 left; cat# 5541-a-401; lot# xsmg; tri post augment sz4 5mm; cat# 5543-a-400; lot# dfwk; tri press-fit stem 14mm x 100mm; cat# 5565-s-014; lot# m6v06x; tri press-fit stem 16mm x 100mm; cat 5565-s-016; lot# m6v09ca; tri ts baseplate size 3; cat# 5521-b-300; lot# fgfu; simplex p with tobramycin 1 pack; cat# 6197-9-001 ; lot# mbt012; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbt008; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbt015. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving triathlon ts x3 insert was reported. The event was confirmed. Medical records received and evaluation: medical review of this case concluded that this patient¿s revision surgeries were the result of periprosthetic infection and not demonstrated to be related to the prosthetic components¿ design, manufacturing, or materials. Device history review: review of the bmr for this lot was satisfactory. Complaint history review: there have been no other events for the lot or sterile lots referenced. Conclusions: medical review of the records provided indicated that this patient¿s revision surgeries were the result of periprosthetic infection and not demonstrated to be related to the prosthetic components¿ design, manufacturing, or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that arthroplasty was revised due to infection. The components were implanted for 1 year. The insert, condyle, and tray were revised.